Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states FDA issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Since the device remains implanted, the files from the programmer were reviewed. Review of the pm software specs confirm that pacemaker operated as specified. The implant software spec did not provide for resetting info from a low priority fms recorded during a higher priority ventricular arrhythmia. This anomaly involves no risk for pts and the device can remain implanted. (B)(4). Conclusion: review of pm software specs confirmed that the pm operated as specified. The embedded implant software was specified to prioritize arrhythmia events. In this particular circumstance where the pm invokes its priority arbitration scheme, the lowest-priority episode is not recorded. However, fms info is actually partially recorded even if the fms event occurs during a higher priority event; this leads to discrepancies being displayed in the diagnosis panel (erroneous first mode switch time). This behavior has no impact on device operation.

Event description:
During a scheduled follow-up appointment, it was reported that aida had one mode switch episode. The ms tachy-episode was not listed to review.